Event description:
It was reported by service report that the footboard has structural cracks. No adverse consequences have been reported.

Manufacturer narrative:
Results: footboard module, module has been ordered to repair and replace the broken module.